Event description:
Reportable based on device analysis completed on 31-mar-2022. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After a 6fr guide catheter was engaged and a non-boston scientific (bsc) guidewire crossed the lesion, pre-dilation was performed with a 2.5mmx10mm semi-compliant balloon catheter. Following pre-dilation, a 2.75 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The procedure was completed with 2.75 x 12mm non-bsc stent. No patient complications were reported and the patient was stable post procedure. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Initial reporter city: (B)(6). A synergy ous mr 2.75 x 12mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a break at the port bond 119 cm distal to the distal end of the strain relief.